Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient reported a return of symptoms, discharge issues, following a total knee replacement surgery. The patient increased amplitude from 1.0 to 1.3 volts and felt a little 'zap', but stated the stimulation is comfortable. The patient will monitor symptoms and adjust again if needed. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.